Manufacturer narrative:
(B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
An email was received regarding plum 360¿ infuser in which it was reported that the device is experienced incorrect programming of infusion requiring manual correction. The nurse attempted to auto-program an arsenic infusion order in epic as 11.5mg in 282ml over 1 hour (rate 282 ml per hour). However, when the order was transmitted to the pump, it auto programmed as 28mg in 282ml. Due to the concentration difference, the pump maintained the intended dose of 11.5mg but adjusted the infusion rate to 116ml per hr. The nurse noticed the error and had to manually change the concentration on the pump. It looks like it was halfing the rate, it has happened at least 3 times this week. And also appears that it's calculating the concentration incorrectly. This causes the rate to differ from the intended order, and the nurses have been modifying it on the pump. Device log history shows the infusion started, but no harm has been reported. The pump issue occurred with arsenic doses administered on 17,18 and 19-mar-2026. This record represents 3 of 3 occurrences which is for 19-mar-2026.